Event description:
Procedure: pancreas. According to the reporter: on first firing, staples did not form properly. Another device was applied and the initial staple line was resected.

Manufacturer narrative:
Initial report sent to FDA on 09/09/2008.